Event description:
The affiliate reported a customer that experienced cidex opac leaks from cracked on their adaptascope machine. The customer reported that they applied sealing glue, however, the leaks still occurred. There were no reports of physical complaints related to the machine.